Event description:
The customer stated that she rec'd a blood glucose reading of 122 mg/dl from her breeze2 meter and a reading of 48 mg/dl from her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.